Event description:
Healthcare professional reported left side rupture, capsular contracture baker grade ii, and "isolated micro calcifications of low intensity and low number in the retroareolar region of the left breast". Healthcare professional also reported "microcysts", which is not device-related. Device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
Continued e.1. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Visual evaluation:device photograph(s) for the device related to the reported event of rupture was reviewed on (B)(6) 2023. It is not possible to determine the lot number or catalog number of the photos provided. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side rupture, capsular contracture baker grade ii, and "isolated micro calcifications of low intensity and low number in the retroareolar region of the left breast". Healthcare professional also reported "microcysts", which is not device-related. Device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken device assessed as fold flaw opening. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side rupture, capsular contracture baker grade ii, and "isolated micro calcifications of low intensity and low number in the retroareolar region of the left breast". Healthcare professional also reported "microcysts", which is not device-related. Device has been explanted and replaced with a non allergan device.